Event description:
Asku

Manufacturer narrative:
The patient died of acute myocardial infarction that led to cardiogenic shock and death. The patient was admitted to the hospital nine days prior to death for hip fracture, ischemic cardiomyopathy, hypotension due to low ejection fraction, chronic renal insufficiency and diabetes. During the hospital course the ejection fraction was measured at 30%. The patient went to surgery for hip repair and had a decrease in blood pressure and went into cardiogenic shock. Cardiac enzymes were positive and a cardiac catheterization was performed. At that time it was discover the patient had significant coronary artery dieses with 80% blockage, circumflex 95%, a right carotid artery 100% blocked. The patient had a stent placed. The patient's prognosis remained guarded and do not resuscitated order was put in place. The patient died two days later. Evaluation summary: the device was returned and analyzed and found to have normal battery depletion. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post the implant of the crt-d system. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed and found to have normal battery depletion. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.